Event description:
A customer observed that the ortho provue analyzer probe was not properly sampling reagents or samples. Improperly functioning probes may lead to erroneous test results. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event by the field engineer revealed a bent probe. The field engineer replaced the probe. Although repairs have returned the analyzer to expected operation, the root cause of the event was not definitively determined.